Event description:
A healthcare facility in (B)(6) reported that the gas outlet port on an rd900 neopuff infant resuscitator was broken. They further requested a service of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(6). The complaint device was recently received at our service centre in (B)(6). Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to our service center in france where it was inspected and repaired by a trained fisher & paykel healthcare (fph) service engineer. The damaged components were then forwarded to fph (B)(4) for further investigation. The returned components were visually inspected. Results: visual inspection revealed that the gas outlet port was broken. The upper and lower end caps were also cracked. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the damage occurred after the subject neopuff unit was released for distribution. The complaint neopuff was fitted with a new fascia, valve system, and upper and lower caps. The device was returned to the customer after passing the safety and performance checks as per the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port on an rd900 neopuff infant resuscitator was broken. They further requested a service of the device. No patient consequence was reported.